Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient's blood pressure decreased and a transfusion of 4 units of blood was given. The patient was brought back to the cath lab and an angiogram was performed to look for active bleeding. No active bleeding was found. The patient had blood clots in both legs. An angiojet and ballooning were used to treat the blood clots. The patient's blood pressure was stabilizing. The area of the perforation began leaking again after the procedure to remove blood clots from both legs. A viabahn stent was placed close the perforation and to achieve hemostasis. The physician stated that the patient's arteries were very friable and this may have contributed to the perforation and the blood clots in the legs were probably related to the patient's hypertension. The patient was started on a tissue plasminogen activator drip. The patient died two days later. Reportedly, the cause of death was multiple problems that started with the blood loss. The physician stated that the blood loss was probably from the aaa procedure. Reportedly, while the proglide device was not the direct cause of death, it contributed because of the blood loss. No autopsy was performed. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers (patient identifiers (B)(6)).

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. All proglide devices were pre-flushed with saline prior to insertion. Reportedly, the arteriotomy was a high stick in the common femoral artery and the physician opted to close it and make a new arteriotomy at the proper level. Reportedly, during closure of the first arteriotomy site, there was difficulty inserting the proglide device, and there was no blood coming from the marker lumen. When the device was removed, the sheath was bent. A second proglide device was used and no blood was seen at the marker lumen. The device was partially removed to re-flush the marker lumen, but the lumen would not flush. The device was removed. A third proglide device was inserted and the suture was thought to have achieved hemostasis. A new arteriotomy was made and a follow up angiogram showed a perforation at the level of the original high stick arteriotomy. A 16f sheath was placed which stopped the blood flow at the perforation. The aaa procedure was completed and the 16f sheath was removed. Two atrium stents were placed to stop the bleeding at the perforation site. The second arteriotomy site at the left common femoral artery and the arteriotomy site at the right common femoral artery were successfully closed using the preplaced sutures of two proglide devices. There was a clinically significant delay in the procedure or therapy due the issues with the closure devices.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar bent guide or difficult to insert incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.